Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H10. Additional information- d10 truliant tib imp ps insert sz 4.5 11mm h11. Correction ¿ the device is identified as a femoral component for loosening d1a, d4, g4 510k, h4, h7 the femoral component is not a recall device.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(4), category #: 02-022-55-4535 - truliant por tib tray size 4.5f/3.5t, serial #: (B)(4), category #: 02-020-12-0245 - truliant ps por fem ps por left sz 4.5, serial #: (B)(4), category #: 200-07-32 - advanced patella 32mm 3 peg implant. Correction/removal number: z-0023-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to pain and recalled poly. There was no reported breakage of devices or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.